Event description:
The customer reported that the interconnect cable was damaged and as a result, the system would not boot up. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect cable and the power and control circuit boards were replaced. The system was then found to be operating as intended.